Event description:
Reportable based on analysis completed in 2009. It was reported that during a coronary artery bare metal stenting treatment procedure, the liberte bare sds (stent delivery system) was unable to cross the target lesion. However, returned device analysis revealed stent damage. The physician was attempting to treat an unspecified lesion with a 3.00x16mm liberte bare stent. The liberte bare sds was unable to cross the lesion. The physician encountered significant resistance attempting to cross the target lesion. The procedure was completed with a different stent. The pt status is listed as "stable".

Manufacturer narrative:
The complaint device was returned for analysis. A visual and microscopic exam of the returned unit revealed distal stent damage. The distal side of the stent had misaligned struts on its first and second rows. A visual and microscopic exam found that there was a break approximately 1.2 meters proximal to the port weld on the catheter's strain relief. The tip section was examined and no issue was noted with its profile that could have potentially contributed to the complaint incident. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.